Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. It was reported that the keypad was damaged and that the keypad buttons were under responsive. It was also reported that there was evidence of moisture present behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015. Correction: (B)(6).

Manufacturer narrative:
Follow-up #2 date of submission 09/04/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed that the keypad cover was undamaged. The pump powered on to a blank display screen, the keypad buttons were unable to be fully tested due to this. The keypad cover was removed and no defect with the button contacts was found. Unrelated to the complaint, the pump casing was observed to be cracked near the top right corner of the display. The pump failed a leak test due to this. The pump cover was opened and moisture damage was found on the printed circuit board.